Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that a piece of metal from the shaver blade broke off and fell into the patient. The piece of metal was retrieved from the patient and the surgery was completed successfully.

Manufacturer narrative:
Alleged failure: piece of metal broke off and fell into the patient. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be debris got caught between the tip and housing causing the tip break. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that a piece of metal from the shaver blade broke off and fell into the patient. The piece of metal was retrieved from the patient and the surgery was completed successfully.